Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-01295. It was reported the pt was not receiving adequate paresthesia. His scs system auto-reduced when he attempted to increase his stimulation. An sjm rep met with the pt, and reprogramming resolved his issue. Two months later the pt reported his stimulation had stopped and was unable to increase his stimulation. An sjm rep met with the pt a second time, and reprogramming resolved his issue. Follow up info identified after his last reprogramming the pt again lost stimulation. X-rays were taken and showed one lead had pulled down by the ipg and was coiled. The doctor was unsuccessful in repositioning the lead so he replaced it with a new one. The pt is no receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.